Event description:
The field service engineer (fse) was performing planned maintenance on the CT system and found a stuck button on the left rear panel on the gantry. The fse confirmed there was no report of harm to a patient or operator.

Manufacturer narrative:
Note: we have not completed our investigation of this event at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).